Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was reprocessed using the filter beyond its expiration date and used at patient. There were no reports of patient involvement. This event was reported during service / maintenance (not in a clinical setting).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: "the event 1 is preventable by handling device in accordance with the following IFU. Oer-6 instruction manual operation chapter 7: monthly or weekly tasks, or tasks to be performed as necessary. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.